Event description:
Patient reported experiencing elevated blood glucose (200 - 250 mg/dl), for the past few days. They indicated that they is a brittle diabetic, and their blood glucose typically ranges from 40 - 400 mg/dl. Patient stated that there is a crack, of unknown origin, in the clear window of the device's insulin cartridge chamber. Patient indicated that they believe their elevated blood glucose may be related to the crack in the device. Patient self-treated elevated blood glucose by increasing their bolus amounts. No error messages were generated by the device. At the time of the report, patient had already switched to their back-up device.